Manufacturer narrative:
The fse (field service engineer) investigated the ventilator on site. Performed full functional and safety checks. Unit passed all functional and safety checks per factory specifications. Returned unit to customer and cleared for clinical use. There was no information of a ventilator failure in the problem description. The received event log shows that the ventilation was ongoing during 3 hours. During the first 2.5 hours of ventilation several alarms for respiratory rate high, leakage too high and peep low was generated. The trend log shows that the measured leakage was from 20-99%. During the last 30 minutes the alarms generated were peep high, volume delivery restricted and pressure delivery restricted. The trend log shows that the airway pressure had increased compared to the first part of the ventilation. The first part of the ventilation indicates a leakage situation and the last part that the airway pressure increased. The pre-use check prior to and after the event passed and there is no technical error alarm in the log. We cannot determine the root cause of the issue. However, the device logs have no indication of a technical failure in the ventilator and no fault was found during on site investigation of the device. Getinge USA sales, llc (importer) is submitting this report on behalf of maquet critical care ab (manufacturer). Ref. Exemption #: e2018003. Getinge USA sales, llc (B)(4). Contact person: (B)(4).

Event description:
Importer ref. #: (B)(4). Manufacturer ref. #: (B)(4).

Manufacturer narrative:
Getinge USA sales, llc (importer) is submitting this report on behalf of maquet critical care ab (manufacturer). Ref. Exemption #: e2018003. Getinge USA sales, llc 45 barbour pond drive wayne, nj 07470. Contact person: (B)(4).

Event description:
It was reported that the patient's vital signs were not measuring within expectations, while the ventilator was connected to a patient. There was no harm. (B)(4).